Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the site called mid-procedure to report that they are getting a repeated recoverable error 1161 on the system's universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to remove the instruments and hard power-cycle the system. After performing, the error did not return. The customer used the instrument release kit (irk) on two instruments to release tissue, and the tse advised the customer to not reuse those instruments and to send them back to isi via return material authorization (RMA). The customer was able to continue with case at this time. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system was functional with no faults, and another case from beginning to end had already been completed. There was no damage to the grasped tissue, no tissue removal, and no bleeding occurred. The case was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found repeated error 1161 on the system's universal surgical manipulator (usm) 3. The fse removed and replaced the usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the reported failure (error 1161). However, the error was confirmed via field error logs/system logs. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a patient side cart fixture test platform (pftp)and passed lissajous, chipencoder virtual absolute (cva), brake, sine cycle, carriage strength, direction insertion buttons, check cannula and carriage switches tests.